Manufacturer narrative:
The technician adjusted the brake casters to repair the bed.

Event description:
The account stated the brakes will not set on the bed. If they press the brake pedal down it will go to the brake position, but the casters continue to move.